Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: initial reporter last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3- it was indicated that the device is not returning as it remanins implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was implanted with a dcb00 intraocular lens on (B)(6) 2024. The lens was preloaded, so no abnormality was observed before implantation. After implantation, it was observed that there was a crack on the lens surface. Since the lens crack was not in the center, the doctor decided not to take out the lens. Iol remains implanted. No further information available.